Manufacturer narrative:
(B)(6) results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5014823conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® k2edta tube had its stopper pop off during centrifugal separation. No injury or medical intervention reported.